Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to a electrical component failure due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the universal battery charger device was turned on, it was observed that the lights would come on and then go off in a few seconds. It was further reported that the device was not charging the battery devices. The event did not occur during surgery. There were no delays to a planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.